Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer pda occluder was chosen for implant using a 7f amplatzer torqvue delivery system. It was noted that the device did not take proper shape and was confirmed to be in a bulbous-like configuration. The deformed device was never released from the delivery cable while inside the patient. The device was retracted and redeployed one time; however, the issue persisted, and the procedure was aborted. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.